Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. Device passed the displacement test. Device was received with the case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose due to miscalculating for food. The customer¿s blood glucose level was 421 mg/dl. The customer was treated with multiple dose injections. The customer reported that insulin pump had crack on the battery compartment. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined troubleshooting for testing insulin pump. The insulin pump will be returned for analysis.